Event description:
The surgeon, reported that he had three gamma nail fractures in a short period of time and would like to get some feedback from stryker as to how this could have happened. Further info has been requested from him. This per is for the second fracture.

Manufacturer narrative:
Device was not returned. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.